Event description:
It was reported that the customer went to the emergency room on (B)(6) 2014 for her high blood glucose levels. The blood glucose reading was unknown. The customer stated that she went to the emergency room but was not admitted. She complained of dehydration, noting that the insulin pump indicated to her that she had high blood glucose. She declined troubleshooting for the matter, as this was a past event. She was wearing the insulin pump at the time of the event. Her spouse stated that they were unable to lower her blood glucose levels leading up to the emergency room visit, although the cause was not specified. The customer was treated and discharged the same day. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.